Event description:
Customer reported the unit's screen color became white/grey and blanked out. After approximately 5 mins, the unit reportedly stopped delivering volume without alarm. Reportedly there was immediate intervention by the nurse who manually ventilated the pt. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.